Manufacturer narrative:
Conclusion code was removed from the event.

Event description:
Additional information from the healthcare provider (hcp) via a manufacturer representative (rep) reported that during stage 2 implant the set screw twisted in the connector block while the lead was being connected to the extension. The hcp was told a fix was in place for this problem and it could not happen again. Refer to manufacturing reports #2649622-2015-13357 and #6000153-2015-00219 for the most recent twisting issue with a different patient.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0pdvh, implanted: 2015-(B)(6) product type: lead. Product ID: 3708660, serial# (B)(4), implanted: 2015-(B)(6), product type: extension. Product ID: 3389s-40, lot# va0phqn, implanted: 2015-(B)(6), product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: 2015-(B)(6), product type: extension. (B)(4).

Event description:
It was reported the patient¿s left lead was damaged during the stage ii implant. There was a short circuit. The actions going forward were dependent on the patient¿s status after programming. The cause of the issue was determined and the #2 contact was damaged during implant. The spacing between the contacts was uneven. Impedance testing was done and the issue was not resolved. Impedances showed a short of 32 ohms at c/2. The surgeon was concerned that if the lead/extension were to be separated that they would not be able to connect them again. After many adjustments, the surgeon was able to manipulate the connection and the short cleared. However, several open circuits were present. The final reading showed one open circuit at c/3. The patient¿s status at the time of report was alive with no injury. It was unknown if there were any patient symptoms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.